Manufacturer narrative:
D10: 308-01-11 - 11x80mm distal stem modular cemented (B)(6). 308-05-25 - distal fixation ring ha 25.5 (B)(6). 308-09-12 - small prox body +12.5 (B)(6). 308-15-12 - taper locking screw 12.5 (B)(6). 320-10-46 - glenosphere 46x21mm inset (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). 322-10-00 - humeral adapter tray, +0 (B)(6). 322-46-00 - 145-deg pe 46mm hum liner +0 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, the patient underwent a revision to a right reverse total shoulder arthroplasty. While in the post-anesthesia care unit, the patient started repeating "9" with expressive aphasia. Suspected transient ischemic attack (tia). Tia protocol was initiated. Action taken: medication, occupational/physical therapy, and continued observation at the hospital. The outcome was considered to be resolved two days later and the patient was discharged in stable condition.